Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with an emergency room visit and manual injection. The customer stated the differences in sensor and blood glucose values. Sensor glucose value was 200 mg/dl, and blood glucose value was 300 mg/dl. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the high blood glucose, and the customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer was unable to remove/change the infusion set. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer is reporting a discrepancy between the sensor and blood glucose, which is not within range. The delivery was suspended based on the differences in sensor and blood glucose values. No further patient complications were reported. Product return for mmt-7040c1 is not expected.